Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer reports set leaking near backcheck valve. Customer was running bicarb and chemo when leak occurred. No injury reported. No other information is available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Set was tested for leakage per specification. The set leaked when accessed with a syringe at the distal caresite. The sample was functionally tested and failed. Leakage was observed from a crack on the threads of the distal caresite valve, evaluated part (B)(4). Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. Although the returned product was functionally tested and confirmed the reported defect of leakage at the caresite valve, the exact root cause cannot be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences.